Event description:
The tool advanced forward and passed the foot on the attachment during a cranial procedure using a midas drill causing a penetration injury to the patient's brain along a length of approximately one inch. The procedure was stopped and the system was quarantined. Unfortunately the tool was disposed of with packaging, and has been incinerated. The drill and attachment have been sterilized and will be collected along with an identical tool (but possibly not the same batch) and is being shipped directly to co with a copy of the mda incident report.